Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, the patient¿s result was 0.193 ng/ml (customer reference range: 0-0.034 ng/ml). The patient reported that a troponin test result at another facility was negative. The customer provided the following historical patient data: on (B)(6) 2025, the patient had a first-degree atrioventricular block. The troponin t result was 0.3555, and architect tni result was 0.857. The patient had a coronary angiography, and troponin trended low, but did not return to a negative level. On (B)(6) 2025 the result was 0.505 on (B)(6), the result was 0.207. (Reference range: 0-0.034 ng/ml). The customer reported that the troponin results remain elevated, but the patient is asymptomatic. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25-77 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 72196ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 72196ud01, however, no increase in complaint activity was identified for list number 03p25. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Per product labelling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 72196ud01 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: on (B)(6) 2025, the patient¿s result was 0.193 ng/ml (customer reference range: 0-0.034 ng/ml). The patient reported that a troponin test result at another facility was negative. The customer provided the following historical patient data: on (B)(6) 2025, the patient had a first-degree atrioventricular block. The troponin t result was 0.3555, and architect tni result was 0.857. The patient had a coronary angiography, and troponin trended low, but did not return to a negative level. On (B)(6) 2025 the result was 0.505 on (B)(6), the result was 0.207. (Reference range: 0-0.034 ng/ml). The customer reported that the troponin results remain elevated, but the patient is asymptomatic. There was no reported impact to patient management.